Manufacturer narrative:
No samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. Complaints received for this device and reported condition will continue to be tracked and trended. If samples are received in the future the complaint will be reopened for further investigation.

Event description:
It was reported that the unspecified bd¿ pen needle broke off and was unable to deliver medication. The following was translated from portuguese to english: the reporter informed that yesterday, when he started to apply the medication, the needle broke inside the ampoule and the patient was unable to apply it and also lost some of the medication.

Manufacturer narrative:
Unknown manufacturer: there are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and/or lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. Therefore, bd corporate headquarters in franklin lakes, nj has been listed in sections d.3. And g.1. And the franklin lakes FDA registration number has been used for the manufacture report number. D.4. Medical device expiration date: unknown. H.4. Device manufacture date: unknown. H.3. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reproted that the unspecified bd¿ pen needle broke off and was unable to deliver medication. The following was translated from (B)(6) to english: the reporter informed that yesterday, when he started to apply the medication, the needle broke inside the ampoule and the patient was unable to apply it and also lost some of the medication.